Event description:
Subsequent to the initially filed report, the following information was received:returned device analysis identified that the device was returned with lever closed and the foot was partially deployed. The guide was also broken, but held together by the actuator wire. Follow-up with the account confirmed that the break occurred during the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported guide break and device entrapment were confirmed based on the return device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide break appears to be related to torsional manipulation applied during device placement and/ or deployment. Breakage of the guide would compromise the foot functionality which subsequently contributed to the reported ¿prostyle device got stuck in the patient anatomy during removal¿ (device entrapment). The subsequent treatments appear to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 11f sheath hole prior to an atrial occulsion interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, the second prostyle device got stuck in the patient anatomy during removal. The atrial occlusion procedure was abandoned and a surgical cutdown was performed to remove the device. Hemostasis was achieved with manual suturing. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.